Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed all supplies to resolve the issue. Customer's blood glucose level was not impacted by the event.